Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The device contained discoloration and possible contamination. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count was within the acceptable limits per wi-09.

Event description:
Customer reports suspected bacterial contamination.